Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a unusual issue. The customer reported that the blood glucose¿s (bgs) in the meter were not in the pump even though they were linked. The boluses in the meter were also not transferred to the pump. On the pump upload, it seemed that the patient had minimal bgs. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because it was unknown whether or not this had an impact on insulin delivery.